Event description:
The customer reported via phone call that the insulin pump experienced keypad issues. The customer stated the act button was unresponsive when attempting to perform the self test. The customer explained that the insulin pump was exposed to pool water because the customer was pushed in the pool with the insulin pump. The customer's blood glucose was 90 mg/dl. While troubleshooting, it was found that the insulin pump had alarmed failed battery test after inserting the battery. The customer was advised that the insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.